Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient had a blister with drainage under the front therapy electrode. The patient's doctor recommended the patient leave the lifevest off until the skin irritation improved. The patient reported treating the skin irritation with a triple antibiotic preparation (type unknown). Follow up with the patient was completed, it was reported the skin irritation had improved.